Event description:
It was reported that noise was noted on an segm. The patient was not interested in having a new lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.